Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the jejunal tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie jejunal tube. Conservatively, abbvie has chosen to report this event due to the potential that the jejunal tube involved could have been the abbvie jejunal tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unspecified date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On 03 sep 2016, report indicated that there was high pressure alarm on the pump. On 07 sep 2016, it was reported that initially it was thought there was a kink in the tube, but further checking indicated a knot on the jejunal tube. The jejunal tube was replaced.